Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the elective replacement past (erp) indicator and functioning in the vvi mode with a battery voltage of 2.70v. It was also indicated that the ipg could not be interrogated. The physician elected to explant the ipg for premature battery depletion.